Event description:
It was reported that during a procedure of the chronic totally occluded concentric lesion of the right coronary artery, the guide wire was positioned and pre-dilatation was completed with the 1.5 mm x 12 mm mini trek at 8 atmosphere for 10 seconds without incident. The device was removed from the anatomy and a 2.0 mm x 15 mm balloon was advanced but it could not cross the lesion. The same 1.5 mm x 12 mm mini trek was used, however, the proximal shaft separated outside the anatomy from the hub when the indeflator was connected. The same 1.5 mm x 12 mm mini trek was used, however, the proximal shaft separated outside the anatomy from the hub when the indeflator was connected. It was noted that some resistance was met during advancing of the mini trek during the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood and contrast visible on the loosely folded balloon, on the shaft and on the hub consistent with preparation and use of the catheter in the patient anatomy. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The patient anatomy was moderately calcified which likely contributed to the reported resistance. The hypotube was separated at the distal end of the hub confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. The strain relief tubing was still intact. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. It is likely that the hypotube was inadvertently handled during the procedure as resistance was encountered, resulting in the hypotube kinking and further handling would have contributed to the hypotube separating as there was no damage noted to the catheter during the inspection prior to use and the catheter was used successfully in the patient which suggests a product deficiency did not contribute to the reported difficulties. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported event. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for physical resistance or hypotube separations. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during manufacture before release. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: avis, ultimed bros3; guide cath: taiga sal2.0; stent: nobori the device was received. Investigation is not yet complete.a follow-up report will be submitted with all additional relevant information.